Event description:
The olympus representative reported on behalf of the customer, that during reprocessing, the virera 4k high-definition camera control unit, while being used with the endoeye flex deflectable videoscope, displayed an error code of e116. The intended procedure was a diagnostic gastroscopy, which was completed with a similar device. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the allegation was not confirmed. Legal manufacturer¿s investigation: device history records: the device history records for this device were reviewed, and all records indicated that the product was manufactured according to all applicable procedures and met the final product release criteria. No abnormalities were found. Complaint history review: there were no complaints of events that were the same or similar to the reported events at the same facility and on the same device. However, a similar complaint, (B)(4), was initiated by another facility. Conclusion: the root cause could not be identified; however, since the motherboard was replaced as a preventive repair, it may be possible that the problem was caused by the motherboard. According to the olympus service manual, error code e116 may indicate a closed control unit failure and is caused by a central processing unit fan failure. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
Corrected data: h6 (upon further review, the correct investigation findings code has been provided).